Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 24 mg/dl at the time of the incident. The customer was given intravenous fluids, juice, and glucagon to treat. The customer experienced symptoms such as seizures and being unresponsive. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The caller mentioned the customer was having too many highs and lows. The caller stated the customer doesn't eat consistently and was walking by himself. The insulin pump will not be returned for analysis.